Event description:
The customer reported to olympus the lcd monitor was disconnected and displayed a black screen. It was not specified during what type of device usage the event occurred. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image displayed issue could not be determined. However, it was confirmed, that no image was displayed, because the settings of the device and the monitor were incorrect. The issue is believed to be, due to an incorrect connection between the device and the monitor. Which caused the image to not be displayed. The event may be detected/prevented, by following the instructions for use, section below: chapter 3: preparation and inspection: section 3.8; inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.